Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device upgrade, noise was observed on the chronic rv lead and the lead was explanted and replaced. However, noise continued to be present during manipulation outside the pocket. After multiple manipulation methods the noise did not reappear. The device was implanted.